Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 14v lithium ion battery (serial number: (B)(6)) being ¿swollen¿ was not able to be confirmed during evaluation of the returned product. The dimensions of the battery were measured and found to be within expected ranges. The battery was inserted and removed from multiple test battery clips without issue and was able to provide power to a test system controller as intended. The battery was inserted into a test universal battery charger (ubc), and was able to charge to full capacity. The battery also exceeded the design requirement specification for discharge time. After passing all functional testing, the battery was milled open and its interior was inspected. The internal components and cells of the battery pack were found to be in unremarkable physical condition. The root cause of the reported event could not be conclusively determined through this analysis, as the event was not confirmed. The initial testing records were reviewed for the 14v li-ion battery (serial number: (B)(6)) and it was found that the battery operated as intended. Heartmate 14 volt li-ion battery instructions for use (IFU) explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. The universal battery charger instructions for use (IFU) section 5.0 ¿monitoring performance¿ instructs users how to respond to battery-related error messages viewed from the ubc¿s display screen, including issues related to charging problems. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including universal battery charger alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the 14v battery clips. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic and reported the 14v battery felt swollen and also noted a melted spot on the patient cable of the mobile power unit (mpu). Both findings were confirmed at the clinic. The mpu and the batteries were removed from service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.